Event description:
It was reported that they trying to initiate therapy on patient with new set of pads. Arctic sun device keeps alerting 02 low flow. Nurse stated they've already tried disconnecting and reconnecting with no resolution. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 35c. Walked through stop therapy and disconnect pads. Placed device in manual control at 10c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 10.6c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 2.3 lm, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 89 percent, mixing pump command (mpc) was 18 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 30800.8, pump hours were 12504.9. Reconnected pads while still in mc and water flow rate (wfr) was 0.8 lm, inlet pressure (ip) was -0.5psi. Disabled manual control and restarted therapy with pads connected. Water flow rate (wfr) was 0 lm and device low air leak. Advised swapping out to alternate device. Send this one to biomed labeled low flow. Sn (B)(6). Per follow up information received via phone on 11may2026, transferred to the biomed. Spoke with biomed who stated they'd like to discuss pm options for this device. No repairs made at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.